Manufacturer narrative:
An event regarding wear/metallosis and abnormal ion level involving an unknown abg stem was reported. The event was confirmed via clinician review of the provided medical records. Method & results: product evaluation and results: the reported device was not returned; however, photographs were provided for review. The photographs show a recently explanted monolithic stem. No obvious damage to the trunnion can be seen. The photos similarly show an explanted ceramic head, ceramic liner, and shell. Again, no obvious damage is observed on these devices. Clinician review: a review of the provided medical records by a clinical consultant indicated: "confirmation of event: I can indirectly confirm that patient had the primary total hip arthroplasty since many references are made to the initial procedure and I was able to see explanted necrotic/metallosis material and the acetabular cup, ceramic liner, and ceramic head. No dates were placed on the video or the photograph of the explanted material. I do not have specific operation reports for the primary procedure or any of the revision procedures. Root cause analysis: assuming that the patient developed metallosis and elevated metal ion levels with subsequent systemic manifestations, the root cause cannot be determined with certainty. Causes of metallosis with elevated ion levels are multifactorial including surgical technique, especially in the way that the trunnion and modular surfaces are prepared, assembled, and implanted, patient factors including activity level and bmi and implant factors." Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to elevated cobalt/chrome levels (cobalt poisoning), metallosis and necrotic tissue. A review of the provided medical records by a clinical consultant indicated: "confirmation of event: I can indirectly confirm that patient had the primary total hip arthroplasty since many references are made to the initial procedure and I was able to see explanted necrotic/metallosis material and the acetabular cup, ceramic liner, and ceramic head. No dates were placed on the video or the photograph of the explanted material. I do not have specific operation reports for the primary procedure or any of the revision procedures. Root cause analysis: assuming that the patient developed metallosis and elevated metal ion levels with subsequent systemic manifestations, the root cause cannot be determined with certainty. Causes of metallosis with elevated ion levels are multifactorial including surgical technique, especially in the way that the trunnion and modular surfaces are prepared, assembled, and implanted, patient factors including activity level and bmi and implant factors." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the abg stem was revised due to elevated cobalt/chrome levels (cobalt poisoning), metallosis and necrotic tissue.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported elevated levels is considered to be under the scope of this recall. No further investigation is required. Although no catalog number or lot code was provided, similar events have occurred for the product family. These events were determined to be associated with ra 2012-067.

Event description:
It was reported that the abg stem was revised due to elevated cobalt/chrome levels (cobalt poisoning), metallosis and necrotic tissue.